Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl "2mg". It was reported that the patient had a "problem with the controller" and "it's not working properly". The patient clarified that "it takes a good 5 minutes to reach 90% and it won't finish" and "it will lose connection with the communicator". Per the patient, the application was "crashing" and "it comes up and says to press wait or close the app and restart it so then you hit wait and sometimes it will finish". Per the patient, the application could "totally crash and restart itself". For the first time they bolused for the day, "it will be okay but then it's garbage", referring to the slow connection. The patient had a timer and it had taken up to 5 minutes for the percentage to progress from 90% to 100%. Per the patient, it appeared that there was a cache that got full on their device and the patient had no way of clearing it. This had been going on "for a couple months", since they received the equipment at implant. The patient also toggled off wifi and location because they'd had difficulty keeping their equipment charged while camping or during two fire evacuations in the area. The patient confirmed that they charge both devices once per day. During the call to patient services, the patient was able to successfully connect to their pump and read out an expected 49 minute lock, which the patient stated was "uncommon". The patient declined turning location back on because "I've tried connecting with and without location on since I got it and it hasn't made a difference". The patient boluses 10-12 times per day. Patient services reviewed closing the application after use, turning back on location, discussing therapy considerations with their healthcare provider (hcp) at an appointment on (B)(6) 2024, and that it was recommended to charge their equipment at least once a day. It was noted that the patient preferred the 8835 personal therapy manager (ptm) because "you can't use this new one while you're driving, you need two hands to use it and it's thicker" and "I can't keep these things while charged and it's a nuisance to connect". Per the patient, "I used to be able to request a bolus so fast and this used to fit in my pocket and now I don't have enough pockets for all this stuff and the chargers". When asked about pump medications, the patient stated "fentanyl 2mg". Additional information was received from the patient who reported that the communication between the ptm (personal therapy manager) and the pump was taking longer and longer and sometimes it would not connect at all. It used to take 3 minutes and was now taking 7 minutes and sometimes it didn't connect at all and sometimes it crashed. The patient stated that they "cleared the cache last night and reconnected it to the receiver and it worked this morning" but then when they tried again it took a very long time to connect. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department. No patient harm reported. Additional information was received a consumer (con) stated that the patient stated that he was having a problem with connecting to the pump and it lagged at 91 percent for many minutes. The agent reviewed, and the patient stated that he bolus 12 times a day, but it used to be 16 times a day. The patient was getting "codes but did not know what the codes are" the agent reviewed, and the patient will write down and call back with the codes"

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software, product ID: tm90t0, lot# serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.